Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, during a scheduled, per-protocol stent removal procedure, the physician found that the stent had migrated. The stent was removed from the patient. Reportedly, the patient's pseudocyst had completely resolved at the time that the migration was noticed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.